Event description:
It was reported that during a device upgrade procedure, pocket stimulation was observed on the right ventricular (rv) lead. Through differential testings confirmed that the rv lead was causing pocket twitching. During testing, no sensing was present, as the patient didn't have an intrinsic rhythm. The rv lead was then capped on (B)(6) 2023, and a new rv lead was implanted with no pocket stimulation. There were no adverse health consequences, the patient was stable.